Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.5. It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube had a cocked stopper. This event occurred 800 times. There was no report of patient impact. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for crooked lid was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing. The issue of crooked lid was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode crooked lid. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube had a cocked stopper. This event occurred 800 times. There was no report of patient impact.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube had a cocked stopper. There was no report of patient impact.